Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. Device evaluation: the evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported pump stoppages and associated alarms. Approximately 17 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers showed no evidence of damage. The metal braided shield appeared unremarkable except for an area of minor shield breakdown adjacent to the metal connector. Visual inspection of the underlying wires adjacent to the nipple housing of the metal connector revealed a sharp kink and breach in the insulation of the black wire, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the braided shield. If the exposed conductors of the compromised black wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed/pump stoppage events captured in the submitted system controller log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced low flow and connect driveline alarms while connected to the power module. Immediately after the pump stoppage, the patient became pale and experienced shortness of breath. The patient stated that they did not feel good. The alarms resolved when the vad system was switched to battery power. The system controller was exchanged; however, more events were reported. Log file analysis completed by the manufacturer¿s technical services representative revealed numerous pump stoppages on (B)(6) 2017 which only appear to have occurred while the pump was connected to the power module. Submitted x-ray images showed driveline shield damage at the distal end of the driveline near the metal connector. On (B)(6) 2017, the manufacturer¿s technical services representative performed a driveline evaluation and repair. A driveline continuity test showed no broken wires. A distal end percutaneous lead (driveline) replacement was performed. After the replacement, the system was connected to a grounded power module patient cable, and no additional alarms or pump stoppages were reported. No additional information was provided.